Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity expectations. The device case was opened, and electrical measurements noted a high current condition. The high current was isolated to a single low-voltage capacitor. Upon removal and microscopic inspection of the capacitor, a crack was noted along the bottom edge of the capacitor. Analysis concluded the device depleted prematurely due to a high current condition caused by the cracked capacitor.

Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri). Eri was reached due to a battery voltage of 2.42 v associated with a charge time of 12.8 seconds. The device was explanted and returned for analysis. No adverse patient effects were reported.